Manufacturer narrative:
Clinical evaluation performed by medical affairs on 20 february 2018: insert revision in tka 5 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. Batch review performed on 20 february 2018: lot 154782: (B)(4) items manufactured and released on 20 january 2016. Expiration date: 2021-01-03. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The cause is unknown. The surgeon revised the 14mm insert for a 20mm insert. The surgery was completed successfully.